Event description:
It was reported when using the bd integra¿ syringe with detachable needle the device was damaged/deformed (device is operable). The following information was provided by the initial reporter. The customer stated: "using your product to inject my meds, the syringe fell apart injecting the needle into my cheek of my buttocks. Spring is inside needle. " no further information provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd integra¿ syringe with detachable needle the device was damaged/deformed (device is operable). The following information was provided by the initial reporter. The customer stated: "using your product to inject my meds, the syringe fell apart injecting the needle into my cheek of my buttocks. Spring is inside needle. " no further information provided.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. Please note that this product has a retractable needle design. The metal cannula of the needle retracts into the inner plunger rod for safety. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text: see h10.

Event description:
It was reported when using the bd integra¿ syringe with detachable needle the device was damaged/deformed (device is operable). The following information was provided by the initial reporter. The customer stated: "using your product to inject my meds, the syringe fell apart injecting the needle into my cheek of my buttocks. Spring is inside needle. " no further information provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.